Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was not deploying appropriately. The rv lead was used for left bundle branch pacing (lbbp) placement through the catheter, however each time the lead came into contact with the septal wall it would retract back into the lead body. As a result, the rv lead was not used and replaced. The patient was later discharged.